Event description:
It was reported that the customer received motor error alarms on the insulin pump while delivering boluses. The insulin pump had not been dropped or exposed to a magnetic field. It was advised not to view the sensor graph during a bolus. It was advised to discontinue use and revert to a back-up plan. The patient's blood glucose was 6.1 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.